Event description:
It was reported that the pump was not delivering boluses as intended. There was no reported impact to customer's blood glucose level. Tandem clinical support was unable to confirm the issue as the pump was delivering insulin as intended. At the time of the report, customer reported that the issue was resolved and declined further troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.